Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was recently hospitalized due to a blood glucose level of 450 mg/dl. The customer reported that she was wearing the insulin pump at the time of admission. Customer reported having abdominal pain, gastritis, gastroparesis, and pancreas issues. Blood glucose level at the time of the call was 169 mg/dl. The customer reported that she was on an insulin drip and did not wear the insulin pump while hospitalized. Customer also reported that the insulin pump had no delivery alarms. The customer declined troubleshooting. The insulin pump was not replaced or returned for analysis.